Event description:
It was reported by a healthcare provider (hcp) that patient had not received good efficacy for a year prior to the report. Volume discrepancies were observed during refills with the expected residual volume (erv) less than the actual residual volume (arv). In (B)(6) 2011, the erv was 3.5ml withy arv 7ml at one refill and erv 3.5ml with arv 7.5ml at another refill. On (B)(6) 2012, the erv was 3.4ml and the arv 5ml. At the last refill prior to the report, the erv was 3ml and the arv 7ml. The reporter stated that the elective replacement indicator (eri) was 21 months from the time of the report and was wondering about replacing the pump. The hcp wanted to speak to the physician about other pump locations due to patient pregnancy. The patient experienced symptoms of increased spasticity described as "very, very tight". The reporter did not know the patient's baseline spasticity but stated that the patient was worse for the past year. It was later reported that the pump and catheter were replaced on (B)(6) 2012. The pump was replaced as a prophylactic removal to avoid in-vivo battery depletion. The catheter was found to have an occlusion at the distal (spinal) segment and was also replaced. A 100mcg bolus had been given on (B)(6) with no change. A rotor study was performed with results of normal. A catheter dye study was performed on (B)(6) and the hcp was unable aspirate the catheter. The patient outcome was reported as no injury and recovered without sequelae. At the time of the report the hcp was beginning to titrate the new pump system to efficacy. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4): final analysis of the pump found no anomalies. Final analysis of the catheter found a compressed area of the catheter body due to the patient's anatomy. Just below the anchor site, there were markings and the catheter had taken on an oval shape. The catheter may have been pinched there causing an occlusion. (B)(4).

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.